Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A literature article reported that after an intraocular lens (iol) implant surgery, a patient who had phacoemulsification and iol implantation in both eyes, developed irvine-gass syndrome in the right eye after cataract surgery, one year before her visit, reported multiple episodes of ocular pain, blurred vision, and headaches, starting a few months after surgery in the right eye. The slit lamp examination revealed a 1+ tyndall with 1+ pigmented cells in the anterior chamber with a tiny spillover in the anterior vitreous. The iol was noted to be placed in the sulcus and not the capsular bag. Folds in the posterior capsule and a capsular tear were present gonioscopy revealed pigmented cells trapped in the trabecular meshwork. Upon transillumination, they noticed an iris atrophy whose shape and position corresponded exactly to the one-piece iol. Additional information is unable to be obtained.